Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that during a hip revision for chronic dislocation, trunnion wear and liner abrasion was noticed. It was reported that there were brown discoloured tissues, as well as black material in the femoral head.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the mar. Scratches were observed on the insert. This is a common damage mode of uhmwpe. Damage and debris was observed on the head taper. Eds was performed on the head and debris. The head was consistent with astm f1537 alloy. The debris was consistent with corrosion product. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and patient history are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that during a hip revision for chronic dislocation, trunnion wear and liner abrasion was noticed. It was reported that there were brown discoloured tissues, as well as black material in the femoral head.